Event description:
The novasure device was placed in the uterus and deployed. After several deployments and re-deployments, the uterine cavity assessment continued to fail. The hysteroscope was reinserted to assess for the possibility of perforation, the cavity was able to distend, and no perforation was identified. Therefore, a second novasure device was opened and again set up according to manufacturer's directions. The uterine cavity length was set to 6cm and the width measured by the device was 3cm. The uterine cavity assessment was performed and successful.